Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The user facility reported that during a breast augmentation surgery, the 139104 ext caused an alleged burn to both the patient at the xiphoid process and the surgeon on the inner forearm. The surgeon stated that the 139410 ext autoactivated. This occurred during mid procedure. Upon gathering additional information, the reporter stated "the burn was very minor and very superficial on both the patient and the surgeon. There was no additional treatment needed for either person". She also advised that the esu generator was checked by the facilities biomed department and the quality analysis report showed it was working as expected. . This report is being raised on the basis of a malfunction with potential for injury upon recurrence.

Manufacturer narrative:
This will be the final report. The alleged, 139104ext, ultraclean electrode is not expected to be returned for evaluation and review. This complaint of a malfunctioned device is unable to be verified and a root cause cannot be established. A review of the device history report found no abnormalities that would contribute to this issue. (B)(4). Per the instructions for use, the user is advised the following; to keep active accessory away from the patient when not in use. An accessory holster may be used to hold active accessories safely. Use the lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. Never allow the associated accessories connected to these devices to be in contact with skin or the patient or operator except during intended activations. Inspect and test each device before each use. This issue will continue to be monitored through the complaint system to assure patient safety.